Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER with multiple inappropriate shocks due to oversensing. The rv and ra leads were dislodged. The patient was scheduled for lead revision. No further information is available.